Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the emergency room with high heart rate likely af, unrelated to the device. The device was interrogated and the ventricular lead had no capture and r-waves were low. The patient also complained of pocket stimulation. X-ray was performed and was inconclusive. Patient was brought into the operating room for a lead revision. Under fluoroscopy, the lead appeared to have perforated the heart. There was no effusion or other sequela. The lead was extracted and a new lead implanted. Patient tolerated the procedure well and will be followed normally.